Event description:
Resistance was encountered as the physician attempted to advance the guidewire into the microcatheter during the coil embolization. The guidewire was torqued several times to overcome the resistance. However, the physician removed the guidewire and revealed ¿the coating was peeled¿. The procedure was successfully completed using the same microcatheter and another of the same guidewire. There were no clinical consequences to the patient who was reportedly in a good condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.visual inspection of the returned guidewire found the polytetrafluoroethylene (ptfe) coating was missing along the proximal end of the wire 8.0cm from its proximal end. The coating was missing on one side; and sections of the ptfe coating were partially peeled up from the stainless steel core wire. The torque device brass collett markings appeared to be on the guidewire. The distal end of the guidewire was shaped. From the condition of the guidewire it appeared that the torque device had been dragged down the device. The coating damage on the proximal end of the device was most probably due to the insufficient tightening of the torque device. The labeling states: ¿securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.).¿ therefore, it was determined that user error contributed to the peeling found on the proximal end of the guidewire.further examination found that the guidewire was bent on several places along its length and kinked at 2.0cm from its distal end. No other anomalies were noted to the device.a definitive root cause for the observed bends and kink found on the wire cannot be determined. However, the most likely cause of these damages was the reported tortuous anatomy and intensive device manipulation. Therefore, it was determined that operational context has been contributed to these damages.

Event description:
Resistance was encountered as the physician attempted to advance the guidewire into the microcatheter during the coil embolization. The guidewire was torqued several times to overcome the resistance. However, the physician removed the guidewire and revealed ¿the coating was peeled¿. The procedure was successfully completed using the same microcatheter and another of the same guidewire. There were no clinical consequences to the patient who was reportedly in a good condition.